Event description:
The pt reportedly developed an infection and inflammation at the implant site. The pt was treated with dicloxacillin for fifteen days. The pt was then reportedly hospitalized and given intravenous antibiotics (type unk) for an unk period of time. It was reported that during hospitalization, the pt's device began to extrude from the implant site. The pt's device was explanted.